Event description:
The customer received a blood glucose reading of 378 mg/dl from her new contour meter and a reading of 179 mg/dl from her older contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting. No product is expected to be returned for evaluation at this time.